Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. A contralateral approach was used to obtain access to the 90% stenosed lesion located in a severely calcified and moderately tortuous superficial femoral artery (sfa). A sheath was inserted into the femoral and a guidewire crossed the lesion. The 6.0 x 20/135 (4f) sterling balloon was inflated in the lesion and ruptured at 10 atms, during first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.